Event description:
It was reported that the patient's right hip was revised. The patient had fallen and the head disassociated from the stem. Intraoperatively, the surgeon noticed that there was a lot of wear around the trunnion. Rep noted that "the tip of the trunnion was gone." Rep has the implants for return.

Manufacturer narrative:
Reported event: an event regarding disassociation involving metal head was reported. The event was confirmed based on inspection. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material evaluation and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Ma: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. Clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  -complaint history review: there have been no other similar events for the reported lot.  Conclusion: it was reported that the patient's right hip was revised. The patient had fallen and the head disassociated from the stem. The event was confirmed based on inspection. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. The patient had fallen and the head disassociated from the stem. Intraoperatively, the surgeon noticed that there was a lot of wear around the trunnion. Rep noted that "the tip of the trunnion was gone." Rep has the implants for return.

Event description:
It was reported that the patient's right hip was revised. The patient had fallen and the head disassociated from the stem. Intraoperatively, the surgeon noticed that there was a lot of wear around the trunnion. Rep noted that "the tip of the trunnion was gone." Rep has the implants for return. Update 14/march/2022 wg: as reported in medwatch (B)(4): patient came in to ed with hip issue and was found to have potential failed hip hardware/ dislocation. Patient was transferred to another hospital and taken to or two days later. Hip explants removed (stem/ liner/ head). Sent to manufacturer (via representative) for evaluation per surgeon request. Stryker accolade femoral stem: lot number 11317102. Stryker femoral head 32 +4: lot number 26420501. Stryker liner size 32 10 degree - no lot number visible.

Manufacturer narrative:
Additional information received on the 14/march/2022 which included medwatch report number (B)(4). Reported event: an event regarding disassociation involving metal head was reported. The event was confirmed based on product inspection. Method & results: -device evaluation and results: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. Clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  -complaint history review: there have been no other similar events for the reported lot.  Conclusion: it was reported that the patient's right hip was revised. The patient had fallen and the head disassociated from the stem. He event was confirmed based on product inspection. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.